Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and the code did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.